Event description:
Pt approx 5 months status post matrix construct - at levels l2-s1 returned to surgeon. X-rays taken on an unk date revealed that pt had developed a stable fracture in l2. Pt returned to operating room on (B)(6) 2012 for hardware removal and level t10-s1 construct extension. During revision surgery, surgeon removed 10 locking caps, 4 matrix screws - 1 of which was loose, another which broke upon removal, and 2 which were removed from the l2 fracture point. Also removed were 1 transconnector, and 1 rod. Six screws remained in place and were not removed. The surgeon then placed 10 new locking caps for the removed ones, and 6 add'l locking caps for the extension, a new longer rod, and 2 transconnectors. This is the 6th of 9 reports submitted on this event.

Event description:
This is report 7 of 10 for complaint (B)(4).

Event description:
This is 7 of 10 reports for this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device was used for treatment and not diagnosis

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment and not diagnosis.placeholder.